Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose level exceeded normal limits due to the issue, reaching 531 mg/dl. A correction bolus was delivered to address the bg level. To resolve the issue, the customer changed the infusion set and cartridge, and resumed insulin.